Manufacturer narrative:
Additional information: according to the information received from the field several channels migrated post-operatively out of cochlea. Further in situ measurements showed abnormal impedance, which were caused by defective programming cables, as confirmed by the field. The extra-cochlear channels have been disabled. The device remains implanted and in use.

Event description:
In situ measurements showed changes on (B)(6) 2025, - 3 channels show high impedance. 4 channels are extra-cochlear. A complete insertion was completed at implantation.

Event description:
In situ measurements showed alterations on (B)(6) - 3 channel show high impedances, 4 channels are extra-cochlear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.